Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to the event, the customer stated that they had a lbg and fell. It was indicated that the md believes that the cause may be due to a possible stroke. The customer stated that when they fell the pump has scratches on the display. In addition, the customer was advised that their pump will be replaced.